Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR 2455524 - MDR 3003442380-2025-17352 additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6011104, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011104 was manufactured according to the work instruction (wi) version 82.0, in the multivac 12, on 15/jan/2025, with a total of (B)(4) units. The sub-assembly: assembly: the lot #5a01021 was manufactured according to the wi version 27 and assembled in the quickset line, on 14/jan/2025, with a total of (B)(4) units. The lot 5a01022 was manufactured according to the wi version 27 and assembled in the quickset line, on 14/jan/2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing. The lot 4m03043 was manufactured according to the wi version 42.0 and manufactured in the line mp04-mp08, on 11/jan/2025, with a total of (B)(4) units. The lot 4m03044 was manufactured according to the wi version 42.0 and manufactured in the line mp04-mp05, on 12/jan/2025, with a total of (B)(4) units. The lot 4m03045 was manufactured according to the wi version 42.0 and manufactured in the line mp04-mp08, on 14/jan/2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient's tubing connector was found defective on (B)(6) 2025. No further information available.